Event description:
MFR received info from pt guardian that recently implanted pump pt is not getting any therapeutic benefit and is questioning if the pump is leaking. The pt dose/day was started at 50mcg/day in late july 2006. Current dose/day is 240mcg/day with no evidence of therapeutic response. At current dose, the pt is reported to be irritable and experiencing gastro intestinal changes. Troubleshooting options are being considered. Final pt outcome, interventions, and device troubleshooting were not available at the time of this report. Add'l info has been requested from the hcp and a follow up report will be sent when new info is received.